Manufacturer narrative:
Block b3: exact date unknown, event occurred a few months ago.

Event description:
It was reported that the patient was not getting an adequate pain relief. The patient underwent an ipg and lead explant procedure. The explanted devices were not returned as they were discarded at the facility.